Event description:
It was reported by that following a total laparoscopic hysterectomy procedure the surgeon was unable to remove the torque wrench out of the probe. Also the jaw of ace was stuck and surgeon was unable to open it. Torque wrench was stuck in ace. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device open and closed as intended. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No issue was found with the opening and closing of the device or the torque wrench.